Event description:
It was reported during the procedure, the physician found the dilator tip broken. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc set with multiple components, including a dilator, a guide wire, and the product lidstock for analysis. Signs of use were observed on the returned components. Visual inspection of the dilator revealed the tip was deformed. This damage is consistent with undue force applied to the dilator during insertion. Visual inspection of the sheath and guide wire revealed no obvious defects or anomalies. The dilator body length measured 100mm, which is within the specifications of 95.2mm-108mm per product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the damage. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit, which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was threaded fully through the returned dilator with minimal resistance. Manufacturing was contacted as part of this complaint investigation. They indicated that the damage observed on this dilator is not consistent with damage resulting from the tipping process, and all dilators are inspected after tipping. Therefore, the damage observed is consistent with undue force being applied on the dilator during use. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was deformed. The appearance of this damage is consistent with undue force being applied on the dilator during insertion. The dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the dilator tip broken. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.